Event description:
It is reported that the device was implanted in 2006. Post-op, the patient complains that her knee has started to click every time she takes a step and later became loose. There is mild pain, and when walking, there is a snap that occurs. It is unknown if a revision surgery is planned or will occur.

Manufacturer narrative:
Evaluation summery: cause cannot be definitively determined. H6: eval codes: no production was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer considers the investigation closed.